Event description:
Dr reported to (B) (4), a pt was hospitalized for ten days due to a left eye corneal abscess with pyocyanic bacillus. Pt was treated with topical antibiotics and underwent amniotic membrane transplantation surgery. It is reported that pt has decrease in visual acuity. Pt was non-compliant and wore contact lenses while swimming or bathing. Attempts were made to obtain add'l info but have not been successful.

Manufacturer narrative:
The product was not returned for eval. The lot number is unk. The dr reported pt was non-compliant and wore contact lenses while swimming or bathing. Based on all info, no causal factors can be determined and no conclusion can be drawn.